Event description:
It was reported that during pump replacement the catheter was not aspirated and the pump was not primed prior to attaching. The pump was filled with the same unspecified drug as was in the catheter (concentration 15 mg/ml at a dose of 3.5 mg/day). It was determined that the patient would receive drug for 23 hours, then no drug would be received for 20-30 hours, then drug would be received again. No patient symptoms, treatment or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.